Event description:
It was reported that during a rotator cuff repair procedure using the magnum2 knotless implant, the bullet was not seating properly and once the anchor was deployed the suture pulled right through. The anchor was abandoned in the bone and a new bone hole had to e drilled to complete the procedure. There was no significant delays or pt complications reported as a result of this event.